Manufacturer narrative:
H3: findings/root cause: the suspect device was returned for investigation. A visual inspection of the unit under test (uut) found no dust or any kind of surface contaminants present, or any indications of damage or misuse. The uut was installed into a known good top level system running software version 6.1.2.1, and upon startup the display showed the standard startup sequence as expected performing the self-test as usual and there were no alarms or warning messages. The customer's reported complaint was able to be confirmed, and the root cause was due to an internal failure of the l3 emi filter is causing corruption of the power button input signal.

Event description:
Additional information received indicates that the product was returned, and an investigation was completed.

Manufacturer narrative:
File identification: (B)(4). G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. H3: 81 other - at this time, the suspect device has not been returned for evaluation. There was no patient involvement reported. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the shutdown dialogue box appeared automatically on the screen. There was no patient involvement reported.